Event description:
While raising the pt with a floor lift in order to perform a transfer, the hanger bar detached caused by a spring pin that became partially removed. The hanger bar dropped, striking the pt and causing injury. The pt was seen by a doctor and x-rays were taken but the outcome of the injuries was not released by the facility.

Manufacturer narrative:
Additional info will be provided following the conclusion of the manufacturer's investigation.